Manufacturer narrative:
Concomitant medical products: ddpb3d4 ICD, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing and undersensing on episodes and current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.